Event description:
It was reported that customer was hospitalized due to low blood glucose. It was reported that low blood glucose was due to insulin pump delivering bolus on it's own. It was advised that bolus deliveries are not possible without being programmed. It was reported that customer no longer had material for analysis. It was advised to call when issue was occurring in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.